Event description:
In 2004, while wearing the sound processor, the pt reportedly had no sound percept. Two days later, the pt was seen for evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.